Event description:
It was reported that when patient presented in the clinic for a routine device check, noise was observed on the rv lead. Patient reported experiencing dizziness. Noise issue was an ongoing problem however it is unsure when it first began and the noise complex did not last more than one second. Patient was referred to an electrophysiologist for a chest x-ray and further evaluation. Recommended programming changes were made. No further information available.